Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed due to a communication failure caused by a failure of the cable. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to a faulty cable issue. Additional issues were identified during the device evaluation: the unit could not communicate with the processor, and only color bars appeared. Additionally, it was reported that inspections on the white balance check, endoscopic image check, dead pixel defect check, and image check when cable manipulation failed. Further, switches 1, 2, and 3 failed inspection, and the focus function (electronics and mechanical) failed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the hd autoclavable camera head has no picture or image. The issue was observed during preparation for use, when plugging the device in, for a diagnostic laparoscopy procedure. The procedure was completed with an extra camera. There was no procedural delay, and there was no patient harm or user injury reported due to the event.